Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the device was not working anymore. The existing components were explanted and replaced with a new ipp. The specific device malfunction was not determined. The patient is recovering.